Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was unable to be reproduced. Door not fully latched alarms were confirmed through the event history log and were determined to be caused by a failed front case assembly causing the force to close the door to be higher than expected. The failed front case assembly was replaced.